Event description:
It was reported that this right atrial (ra) lead was explanted due to a perforation, which was confirmed through cat scan. The patient had to go to cardiovascular surgery to correct perforation and the right atrial (ra) lead was cut in half. A new lead was implanted. The lead will not be returned. No additional adverse patient effects were reported.